Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 146 mg/dl.